Event description:
Independent repair center: alleged key failure low output. Alarm will not function. As stated on the repair statement additional malfunction on this device: compressor had low output causing unit shutdown.